Event description:
Cardiac catheterization completed, attempted to close artery with perclose device. Device failed to deploy the suture to close artery. Second device was needed.====================== health professional's impression======================failure of the device to deploy the suture.====================== manufacturer response for automated suture device, perclose proglide======================they are reviewing the incident.